Manufacturer narrative:
Device not returned

Event description:
It was reported that cartridge air bubbles were observed in the infusion set tubing. Reportedly, the customer did not properly connect the cartridge to the infusion set. Tandem technical support educated customer on how to connect the cartridge. Customer's blood glucose ranged from 191 to 280 mg/dl. Reportedly, the customer changed the cartridge to resolve the issue.